Event description:
It was reported that the pump battery was charging slower than expected. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.